Event description:
It was reported the patient received an inappropriate shock. The lead demonstrated t wave oversensing with a possible fracture. The lead's detections and alerts were turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.